Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a 2240 alarm (air in line) which indicates a potential malfunction of the disposable cassette. This alarm occurred while the patient was connected for peritoneal dialysis therapy. Additional information was requested and is not available.